Event description:
It was reported that this pacemaker system was explanted and replaced due to lead fracture and noise on both the right atrial (ra) and right ventricular (rv) leads. No out-of-range impedance measurements were noted. Electrogram (egm) review revealed small non-physiologic noise on the ra lead and farfield ventricular signals that were not oversensed. There were no allegations against the pacemaker. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.